Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination therefore the reported event could not be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 150680007, work order (B)(4) was manufactured on 16-jun-2019. 20 parts were manufactured per specification and all raw materials met specification. There were no non-conformances associated with this lot. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot.

Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, the patient underwent the surgery via tka for oa with the tibial tray in question. During the surgery, there was the traces of the protective cover and stains like water drops. The surgeon swiped the tray with the gauge and used it. No further information is available.